Event description:
Treatment of an avm. It was reported during onyx injection, the physician noted a piece of onyx went to a different site. The catheter was withdrawn from the pt and a hole was found proximally of the catheter. The pt was reported as injured. Same event as MDR# 2029214-2010-00240.

Manufacturer narrative:
The device will not be returned for eval as it was consumed in the event. (B)(4).